Event description:
Rec'd report of safe set port popping out of line. Pt undergoing CABG procedure had an arterial line inserted for monitoring. Initially the line worked without a problem. After obtaining a blood sample from the port, profuse bleeding was noted. When the site of the bleeding was found, different caps were tried to close the port, and when none fit the area, the site was closed with op site. The wave from returned and use of the line was continued until the end of the procedure. After the procedure was over, the rubber port was found on the floor. Blood loss reported at 20cc. No pt harm reported.